Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that an excessive amount of air was drawn in during the insertion of a non-boston scientific mapping catheter. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn by the center slit on both faces, compromising the valves' ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
The faradrive sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that an excessive amount of air was drawn in during the insertion of a non-boston scientific mapping catheter. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific post market laboratory for analysis.